Event description:
It was reported that the 9400 system shuts down and the control panel display is out. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpp cable was repaired. The fluorescent display was repaired during the service call. The system was tested and found to be working as intended and put back into service.